Event description:
A surgeon reported through our sales rep, a pt underwent a surgical procedure due to a bifocal tibial fracture on (B)(6) 2010 in which a t2 nail was implanted. Pt was revised on the (B)(6) 2010. The nail was fractured near the proximal screw, and was preceded by the breakage of the screws.

Manufacturer narrative:
Device will not be returned for eval. Additional info has been requested and if received will be provided on a supplemental report. Same pt as MDR 9610622-2010-00422 and MDR 9610622-2010-00424. Additional locking screws listed in the event are: 1896-5045s lot k180650, 1896-5035s lot k177485. It is known which if any contributed to this event.